Event description:
Caller states the patient tested 4.1 inr on the coaguchek s system while a comparison lab returned as 3.07 inr. Coumadin was held. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.